Manufacturer narrative:
(B)(4). Concomitant medical products: 010000667, g7 pps ltd acet shell 60g, 3959215, 010000859, g7 neutral e1 liner 36mm g, 6142875, 12115122, unknown femoral head, 2898721. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subequently, the patient experienced subsidence of the stem approximately 4mm six weeks post-operatively. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.